Event description:
Caller reported that pump screen went blank unexpectedly with no led blinking, which required plugging into a power source to restart. Customer's blood glucose level exceeded 500 mg/dl due to the issue, with the specific value unknown but displayed as "high." Customer administered a correction injection via multiple daily injections (mdi) to address the high blood glucose level without requiring third-party assistance. Technical support informed the caller that the pump shutdown was due to low battery and provided guidance on managing insulin board settings, bolus, and cgm sessions after a shutdown. Caller was also advised on best practices for maintaining battery health and acknowledged the instructions.